Event description:
It was reported total failure, the system could not be switched on. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be switched on due to the defective uninterruptible power supply (ups) controller. Review of the system log file showed that a ups issue resulted in the system not being able to complete the startup sequence. The fse replaced the ups controller. After replacement of the ups controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.